Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that a patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 11:00, a sample from the patient was tested in the laboratory using stago reagent, resulting with a value of 3.8 inr. At 12:20 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.4 inr. At 3:20 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.6 inr. All testing was performed within a 7 hour time span. The patient did not report the meter results to his doctor, only the laboratory result. The laboratory result was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is good. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The patient had no changes in coumadin dosage prior to the measured results. The patient is not anemic and does not have antiphospholipid antibodies such as lupus. The patient does not take heparin or direct thrombin inhibitors. The patient had no changes in diet. The patient started taking gabapentin medication about one month prior to (B)(6) 2019. The patient had no bleeding or bruising which required medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.